Event description:
Approximately seven months after treatment with bovine collagen the patient developed a cyst like areas at one of the treatment sites. Oral antibiotics were prescribed by the physician along with warm compresses.